Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01095. It was reported the patient was experiencing ineffective stimulation. Imaging indicates the patient's leads had both migrated. Surgical intervention may take place at a later date to resolve the issue.

Event description:
Additional information indicates the patient had their leads repositioned on (B)(6) 2020 to resolve the issue. Therapy restored post-op.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.